Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the cartridge o-ring was missing on multiple cartridges. There was no adverse impact the customer¿s blood glucose. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.